Event description:
The field clinical specialist (fcs) was informed that a patient expired 1 day post tmv-mac procedure for a 29mm s3 in the native mitral position via transseptal approach. The team reported that patient experienced respiratory failure. Medical records were reviewed and it revealed off-label thv in native mitral was performed due to high risk of redo-sternotomy. The 29mm s3 valve was deployed well with no issues. Post tee showed pvl, so the delivery system balloon was inflated (post-dilation) with 2+ ml. After assessment with tee, the team was satisfied, and all devices were removed. The septostomy's were evaluated and it was seen that there was "some element of right-to-left shunt with predominantly left-to right shunt." A asd closure device was not placed due to concerns of size and embolization. The plan was to observe and place a larger asd if need be at a later time. Final outcome was a mean gradient of 5 mmhg, trivial mr and no pericardial effusion. There were no listed complications, nor any edwards device malfunctions. The patient was sent to the recovery area. The patient needed to be reintubated the night of the procedure and also had a complete heart block and hypotension. Although the patient was in asystole and intermittent v-fib, a temporary pacer was placed. The patient was deemed stable to go back to the cathlab to look at the asd that was not closed. Post procedure the echo showed the s3 valve had normal leaflet separation, normal function, velocity within normal range, no evidence of stenosis, no regurgitation. According to the deceased discharge summary, "shock likely due to infectious versus cardiogenic", "acute hypoxic hypercapnic respiratory failure likely secondary to above". No cause of death noted.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in "clinical technical summary for complaints-conduction disturbances/ heart block", atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case the cause of the heart block is unknown but may be due patient factors not provided and/or due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Device not available.